Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, there was a faulty manometer gauge that caused the issue. The needle was out of specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not alarming in section in checkout. There were no reported adverse events.